Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads upn: m365sc221870, model: sc-2218-70, serial: (B)(6), batch: 5082947, UDI:(B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The physician replaced the implantable pulse generator (ipg). The current location of the explanted ipg remains unknown. No additional information was available. Additional information indicated that the spinal cord stimulation (scs) patient underwent an explant procedure as part of an elective replacement for a system upgrade. The location of the device remains unknown. No additional adverse patient effects were reported despite good faith efforts.

Manufacturer narrative:
Correction to the follow-up 1 MDR in block(s) b5 and h6. Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 5082947. UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The physician replaced the implantable pulse generator (ipg). The current location of the explanted ipg remains unknown. No additional information was available. Additional information revealed that the spinal cord stimulation (scs) patient underwent an explant procedure as part of an elective upgrade of the implantable pulse generator (ipg) system. However, the specific reason for the lead explant remains unknown, and the current location of the devices are unknown. No further adverse effects were reported, and despite good faith efforts, no additional information was available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: 5082947 UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The physician replaced the implantable pulse generator (ipg). The current location of the explanted ipg remains unknown. No additional information was available.